Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant broke. There is no information provided as to when this occurred or if the broken pieces were removed from the patient. No information provided regarding a backup device or the need for additional bone holes to be drilled.

Manufacturer narrative:
Examination was not possible, as the devices have not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the devices in question. Further investigation is not warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.

Manufacturer narrative:
Device investigation narrative - visual assessment of sample confirmed the reported complaint of anchor breakage. The anchor has broken at the suture eyelet, the broken portion was not returned for examination. The inner shaft is bent. The condition of the device indicates that axial alignment was not maintained during insertion. Per the device IFU under precautions ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Further investigation is not warranted at this time. Device returned for evaluation evaluation codes updated c-(B)(4) .